Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. The cause of the peritonitis was unknown. Treatment and outcome were not reported. Additional information was requested, but was not provided. This is report 1 of 2 involved in this peritontis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number h13g14035 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.this report references the same patient as (B)(4).